Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was going to do pre-testing and after hooking up the cables to the vasoview hemopro endoscopic vessel harvesting system, nothing happened. She swapped out the cable and the device self-activated, it became very hot, smoking and with flames. She got another kit and connected it using the original cable and everything worked fine and she was able to do the pre-testing. The case was then completed with the second kit and the original cable. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6)2010, for investigation. A visual inspection revealed that the cold jaw of the hemopro was slightly burnt and the heater was bowed out slightly. The jaws showed signs of clinical usage. There was slight evidence of blood on the device. Resistance measurements were out of specification. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specifications during several device activations, the device would not produce steam. Based upon the functional test, the reported complaint for "no power" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4)